Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail 6f jr4. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Interaction with the lesion was the likely cause of the balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, heavily calcified, concentric, 99% stenosed, below the bifurcation lesion of the right coronary artery (rca) the 2.25 x 12 mm trek balloon dilatation catheter (bdc) met some resistance with the anatomy but was used for pre-dilatation, however, during the first inflation attempt at 8 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. A second trek bdc was used without issue and the procedure was completed after stenting. There was no reported clinically significant delay in the procedure. No additional information was provided.